Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was t-wave oversensing (twos) post sense. In addition, the lead showed small r waves and large t waves which was a change in amplitude from previous device checks. It was noted that the patient was hospitalized and had their jaw wired shut. An electrolyte imbalance was discussed. The rv lead remains in use. No patient complications have been reported as a result of this event.